Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
The customer loaded a cartridge with 300 units, but during the fill tubing the pump indicated that at least 50 units were needed. Furthermore, he insulin gauge only displayed 140 units. The impact to the customer's blood glucose level is unknown.